Manufacturer narrative:
The pipeline will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a patient experienced vasospasm during a pipeline implantation procedure. The patient was undergoing pipeline treatment of a saccular aneurysm in the left c5 internal carotid artery (ica). The aneurysm dome was 4.7mm and neck diameter was 3.5mm. The site reported that the patient experienced vasospasm in the left ica. Verapamil was administered and the vasospasm resolved. The site reported the vasospasm was procedure related. There were no reports of any device issues. Wall apposition was achieved. The patient was discharged at baseline; mrs and nihss were both 0.

Event description:
Medtronic received information that the intraprocedural vasospasm was induced by the navien guide catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.